Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cardiac cath lab, the md inserted the sheath via the right femoral artery. The md inserted the intra-aortic balloon (iab) through the sheath. When the pump was switched on, the fluoroscopy showed that the distal tip of the balloon was not unwrapping. As a result, the iab with the sheath was removed as one unit.